Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown/not provided. Weight unknown/not provided. Lot and UDI number unknown/not provided.

Event description:
It was reported that during implant surgery the driver tip did not engage to the implant and the implant fell from instrument. Procedure was completed with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One internal connection universal placement driver tip - long (iipdtul) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear about the implant threads and drive feature. The driver tip is similarly worn. Functional testing of the returned devices notes that both components assemble, retain, and disengage as normal). No pre-existing conditions were noted on the per. The reported product was located on tooth # 17 (fdi) and was removed the same day. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product utilizing keyword(s) disengage. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.